Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported e4 (occlusion) error was displayed on the infusion device. The patient changed the infusion set and e4 was displayed again. The patient's blood glucose was elevated to 25 mmol/l (450 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.